Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during a femoral knee implant revision procedure, five blades broke at the mount. It was also reported that there was a twenty minute delay collecting the blade fragments and replacing the blades. It was further reported that there were no adverse consequences as a result of this event, the broken pieces did not fall into the surgical site and the procedure was completed successfully. This report is for the first blade that broke.

Manufacturer narrative:
The definitive root cause could not be determined. A photograph of the broken device was provided which confirmed the breakage.

Event description:
It was reported that during a femoral knee implant revision procedure, five blades broke at the mount. It was also reported that there was a twenty minute delay collecting the blade fragments and replacing the blades. It was further reported that there were no adverse consequences as a result of this event, the broken pieces did not fall into the surgical site and the procedure was completed successfully. This report is for the first blade that broke.